Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional from (B)(6) of peritonitis in a patient coincident with dianeal ultrabag therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter india technical services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. The cause of peritonitis was unknown. On that same day, treatment was started with vancomycin (1gm, every 5th day) ip and fortum (250 mg, 4 exchanges/day) ip. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). Further information was received from a baxter employed health professional. The reporter stated the following. On an unknown date, the patient died due to cardiac arrest. Action taken with the dianeal therapy at the time of death was unknown. Treatment rendered for the cardiac arrest was not reported. The cause of death was cardiac arrest. The date of death was unknown. It was not reported if an autopsy was performed. There is no evidence that the device or disposables were causally related to this death.